Event description:
Complainant alleged that the operating room staff was performing a coronary by-pass on a pt (age and gender unk). When the staff attempted to defibrillate the pt, the internal paddle would not discharge. The staff was able to obtain another set of internal paddles to successfully defibrillate the pt. There was no adverse effect on the pt as a result of the alleged malfunction.